Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. No scrolling numbers display anomaly noted.

Event description:
The customer's mother reported via phone call that the numbers were ramping uncontrollably and insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.